Manufacturer narrative:
On 10/22/2019, the product investigation was completed. During evaluation of the sample, shell abrasion was observed on the posterior aspect. Also a tear was observed within shell abrasion measuring approximately 0.3 cm. No additional anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was visible on the returned devices, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: bilateral rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a primary breast augmentation with an unspecified 350cc mentor breast implant and experienced postoperative bilateral rupture. The diagnosis was confirmed by an MRI. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced by 250cc mentor memorygel breast implants (catalog number 3502501bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's right-sided device.